Event description:
Several weeks after removal of peg,percutaneous endoscopic gastrostomy tube, patient underwent endoscopy at an outside hospital for evaluation of patient's abdominal pain and nausea. Scope passed into the stomach and gastric body at the site of prior percutaneous endoscopic gastrostomy tube insertion. Approximately 2 cm, centimeters, long wire with suture attached was found. It was not impacted in mucosa. Believed that the fastener should pass with stool but did not.